Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H4: the lot was manufactured between november 20-21, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. At the start of the therapy, when the patient was connected to folfusor, it was observed that there was fluid flow; however, after 46 hours, the patient returned to the hospital to disconnect the device, and it was observed that the balloon reservoir had not fully deflated which suggested the medication had not been completed as intended. Upon disconnection, it was observed that there was no fluid flow from the distal luer lock. The device was filled with fluorouracil and normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.